Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient feels stimulation in their genitals after the system is on for an hour or more. The patient also feels an increase in stimulation at the battery site when he stands up. They could not replicate the patient's stimulation surge at the battery site while seeing the patient in the office. A second group was provided for the patient to provide possible relief. The issue was resolved at the time of this event. No further complications were reported. No additional patient symptoms were reported.